Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic esophagectomy procedure, it had a difficulty in cutting and sealing. Another device was used to complete the procedure. There were no adverse consequences for the patient. Additional information: as the blood was oozing from the target tissue, astriction was performed with gauze. The bleeding was a little, so the amount of bleeding was unknown. Blood transfusion was not performed.